Manufacturer narrative:
This report is based solely on a product review and no incidents were reported. If the belt slides or the buckle loosens, it may allow the unintentional release of the patient. The instructions for use were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The application instructions caution the user to always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. At this time there is no evidence that a manufacturing nonconformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary at this time. (B)(4). Device not available. Customer review.

Event description:
Post market surveillance search on (B)(6) found a review that the posey transfer belt slides when in use and the buckle becomes loose fast. The date the issue was discovered is unknown and no incident were reported.